Event description:
The manufacturer received information alleging a ventilator would not pass service testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues. An obstruction in the flow path was observed by the technician. The device's blower motor, flow sensor assembly, and internal tubing was replaced to address the issues.

Manufacturer narrative:
Tha manufacturer had previously reported the replacement of a device's internal battery, blower motor, flow sensor assembly and internal tubing. The estimate was rejected and the device was scrapped per the customer's request.